Event description:
On (B)(6) 2010, pt reported elevated blood glucose over the previous few weeks. Pt was admitted to the hospital on (B)(6) 2010, and physician requested troubleshooting of infusion device before she restarts it. Target blood glucose is 4-7 mmol/l (72-126 mg/dl). Blood glucose on (B)(6) 2010 was 8.8 mmol/l (158.4 mg/dl) at 8:00 a.m., 13.8 mmol/l (248.4 mg/dl) at 12:00 p.m., 14.3 mmol/l (257.4 mg/dl) at 6 p.m., and "hi" at 9 p.m. Pt delivered 5 units of insulin and changed her infusion set. Blood glucose on (B)(6) 2010 was 26.2 mmol/l (471.6 mg/dl) at 7:30 a.m., "hi" at 11:00 a.m. And "hi" at 11:30 a.m. Pt was admitted to the hospital and was treated with insulin by an IV. Patient was in the hospital for 1 day. When infusion device and infusion set were removed, the infusion cannula was bent. Pt uses a competitor infusion set and reported it was "her fault" infusion cannula was bent. This was due to improper insertion. There were no air bubbles, leaks, or blood in the infusion set or insulin cartridge. Insulin cartridges are not reused. Time and basal rates were programmed correctly on infusion device. Insulin was not expired and there were no lifestyle changes. Blood glucose remained elevated after being released from hospital and while on injection therapy. Pt spoke with clinical specialist and f/u was completed. Pt resumed infusion device therapy and blood glucose returned to target range. No product was requested for eval.

Manufacturer narrative:
No product will be returned for eval.